Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found to meet specification with respect to the reported door not fully latched messages, which were not reproduced. Review of the history log confirmed the reported messages, which were not reproduced. Review of the history log confirmed the reported message, however, additional testin found the pump door to be able to close as designed.

Event description:
It was reported that spectrum pump constantly displayed the door not fully latched message. It was also reported there was no patient involvement.